Manufacturer narrative:
The unit was installed at the user facility in 2009 and is not under steris contract for maintenance services. A steris service technician arrived on-site, inspected the unit, and found that the drying fan was not operating properly which prevented the proper air flow from the unit's heating element. The technician replaced the drying fan and heating element assembly, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported.

Event description:
The user facility stated their reliance eps was emitting smoke. No injury, procedure delay, or cancellation was reported. The facility's smoke alarm was not activated and no evacuations were required.